Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient presented in the emergency department with dehiscence of the incision with partial exposure of the device. It was also reported an echocardiogram showed a large effusion with tamponade physiology. The implantable cardioverter defibrillator (ICD) system was removed. The patient was treated with antibiotics as a preventative measure. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.